Manufacturer narrative:
Investigation summary: a physical sample was not available for investigation but bd was provided with 2 photos of the defect. A review of the device history record could not be performed as the lot was unknown. Our quality engineer reviewed the provided photos and determined that the needle had pierced through the catheter tubing. Based off the provided photos the engineer was able to verify the reported defect. Unfortunately, a definitive root cause could not be determined as the actual sample was not returned for inspection. The manufacturing facility has been notified of this incident and the findings.

Event description:
It was reported that the needle pierced through the bd insyte¿ IV catheter before use. The following information was provided by the initial reporter, translated from japanese to english: "the needle pierced thru the catheter."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the needle pierced through the bd insyte¿ IV catheter before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the needle pierced thru the catheter."